Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The issue has been getting worse over time, and the wake button is being pushed into pump housing. The customer's blood glucose level was 116-187 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.